Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found a b40-light source not connected error code. It was also found that the battery was depleted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video system had no image. The issue was found during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the faulty printed circuit board led to the malfunction. Olympus will continue to monitor field performance for this device.